Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of right ventricular (rv) lead, the lead was re-positioned approximately eight times and r-waves were continually between two and three. Electrogram (egm) and threshold were good but sensing remained low despite changing alligator cable approximately three times for re-testing. During testing with the programmer the channel was switched to atrial and the r wave changed to between four and six millivots. Review of strip r wave measurements matched the atrial channel measurements, and were accepted. The rv lead was re-connected to the device and measured 2.4 millivots. The procedure was concluded. The physician was informed and decided to leave the as is. No further changes were made. No patient complications have been reported as a result of this event.